Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the device. The event can be detected/prevented by following the instructions for use in: the detection method is described in the IFU operation manual ¿3.2 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt plastic distal end cover and forceps elevator. Moreover, the adhesive around objective lens and light guide lens were peeled. There was no patient involvement.